Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top part of the metal handle came loose inside the brush head/5 mm of the metal pin has come off - oral-b [device breakage]. Brush head isn't attached and slides up - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the top metal part of the oral-b toothbrush handle came loose inside the oral-b toothbrush head while they brushed their teeth. The oral-b toothbrush head wasn't attached and slid up on the oral-b toothbrush handle. No injury was reported. 04-jul-2024 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3000 model d505.513.3. The suspect product lot was 3db32711217. No injury was reported. 09-jul-2024 follow up via digital safety assessment survey: the consumer was a 41 year old male. No injury was reported.

Manufacturer narrative:
16-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Top part of the metal handle came loose inside the brush head/5 mm of the metal pin has come off - oral-b [device breakage] . Brush head isn't attached and slides up - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the top metal part of the oral-b toothbrush handle came loose inside the oral-b toothbrush head while they brushed their teeth. The oral-b toothbrush head wasn't attached and slid up on the oral-b toothbrush handle. No injury was reported. 04-jul-2024 follow up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3000 model d505.513.3. The suspect product lot was 3db32711217. No injury was reported. 09-jul-2024 follow up via digital safety assessment survey: the consumer was a 41 year old male. No injury was reported. 05-aug-2024 case update: the concomitant product lot was n3203. No injury was reported.